Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer reported that sensor glucose was 72 and blood glucose was 25 mg/dl, which was treated with juice. Customer also reported that senor read 266 but blood glucose was 507 mg/dl. Customer reported of having a seizure. Customer declined troubleshooting for high and low blood glucose due to being a brittle diabetic and rapid blood glucose fluctuation was common. Watertight test would be performed.